Manufacturer narrative:
The insulin pump alarmed a64 during self test and had high idle current due to faulty electrical component on the radio frequency board. No oscillation on the electrical component on the radio frequency board. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump was received with minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Two weeks ago the insulin pump was beeping every day at 10 a.m. Customer's blood glucose level was 6.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.